Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed its uplink test and would not interrogate. It was noted that it needed its cable replaced and it was sent on for repair and restock. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer&#38112;analysis. There was no patient involvement.